Manufacturer narrative:
(Medical device ¿ problem code, type of investigation, component codes). A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and was able to confirm the issue. To fix the issue he installed a new fiber optic assembly and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Device not accessible for testing: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.